Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the oversensing due to noise resulted in inappropriate shock. No intervention has been performed at this time, the patient was stable and will continue being monitored.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time, the patient was stable and will continue being monitored.